Event description:
Complainant alleged that during functional testing, the device displayed a "unit failed" message and red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.